Event description:
EKG tracing completed on patient #1 using the ge vue 360. User selects done on machine screen. (There is no hard stop when done is selected.) The next pop-up window on the screen is to select one of two options: same patient/start new patient. These options are not color coded and one does not stand out more than the other. User in this event did not select "start new patient" but "same patient" for patient #2. A live view was available for EKG tracing on the EKG machine. (There was no re-verification of patient identification. This screen does not time out until after 10 minutes pass.) EKG completed for patient #2 with the demographics of patient #1.